Event description:
Healthcare professional reported a right side "deflation". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "deflation" for an unknown side. Device status is unknown. Manufacturer of the device is unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on posterior, crease folds and green particles. Leak test and microscopic analysis were performed which identified a sharp opening and delamination plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. Non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. The reason for reoperation was reported to be due to deflation.

Event description:
Healthcare professional reported a right side "deflation". Device has been explanted.